Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The device serial/lot number and device manufacture date are unknown. Concomitant medical products: concomitant medical devices and therapy dates, robotic assisted satellite station device and saw handpiece device, (B)(6) 2022. UDI: (B)(4).

Event description:
This report 2 of 2 for the same event. It was reported that during a total knee arthroplasty surgical procedure and during use of the robotic assisted saw satellite station, the saw handpiece device and the base station device, there was a 5mm notch on the anterior cortex of the femur. It was reported that the cut went through the cortical bone and into the canal. It was reported that all of the cuts on the femoral trial were accurate visually and clinically and the trial fit well. There was an unspecified delay in the procedure reported. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.